Event description:
It was reported at the world federation international therapeutic radiology conference that there were four cases of asymptomatic in stent restenosis and two cases of symptomatic in stent restenosis. The two symptomatic cases were treated with angioplasty alone with no clinical consequence. It is unclear from the information provided how many patients were affected by the in stent restenosis as 101 lesions were treated in 100 patients. No other information was provided.

Manufacturer narrative:
Evaluation conclusions - other for anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that any device malfunction, nonconformance or misuse occurred. A review of the labeling found that restenosis is noted within the directions for use as a potential risk associated with such procedures. Therefore, it was concluded that the most probable cause of the event was anticipated procedural complication.